Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the reported condition that the device ran in a locked position, identified during service and repair, was confirmed. The assignable root cause was determined to be due to component failure from wear. UDI:(B)(4).

Event description:
It was reported by the netherlands that during service and evaluation, it was determined that the motor device locking components were damaged, device ran in locked position, was loose, pin was pushed back in the connector and device ran in locked position. It was further determined that the device failed pretest for visual assessment, loctite assessment, no short circuit between hall sensors and connector body and safety assessment. It was noted in the service order that the device had an undetermined malfunction. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2023. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.